Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6), 2019. According to the complainant, during the procedure, outside the patient, when the physician attempted to load the stent into the scope, it was noticed that the flap of the stent was broken. Another advanix stent was opened and successfully completed the procedure. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be good.